Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tibial articular surface provisional was returned fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned and examination. Visual inspection of the returned part determined that returned tasp exhibits signs of repeated use and has a fracture of the anterior portion of the post. The fragment was not returned for evaluation. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. As per package insert this is a known inherent risk of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends